Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99136 supplemental rationale corrected data: b5, h6, h11 139 previously reported events were included in this follow-up record. Product return status 131 devices were evaluated based on historical data analysis. 8 devices were received. Evaluation findings (results/components) 131 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 3 devices: no device problem found / part/component/sub-assembly term not applicable 2 devices: maintenance problem identified, overheating problem identified / bearings 1 device: lubrication problem identified, overheating problem identified / device ingredient or reagent 2 devices: wear problem, overheating problem identified / bearings. Product disposition 33 devices: product not received 105 devices: scrapped by stryker 1 device: scrapped by customer.

Event description:
This report summarizes 139 events for the failure: overheating of device. 107 events had problem identified during non-clinical procedure; there was no patient involvement. 14 events had no health consequences or impact. 16 events had insufficient information. 2 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 139 events were reported for this quarter. Product return status: 121 devices were received. 18 devices had investigation types that have not yet been determined. Additional information: 139 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99136. Supplemental rationale: corrected data: b5, h6, h11. 139 previously reported events were included in this follow-up record. Product return status: 131 devices were evaluated based on historical data analysis. 8 devices were received. Evaluation findings (results/components): 131 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 3 devices: no device problem found / part/component/sub-assembly term not applicable. 2 devices: maintenance problem identified, overheating problem identified / bearings. 1 device: lubrication problem identified, overheating problem identified / device ingredient or reagent. 2 devices: wear problem, overheating problem identified / bearings. Product disposition: 33 devices: product not received. 105 devices: scrapped by stryker. 1 device: scrapped by customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 139 events for the failure: overheating of device. 120 events had problem identified during non-clinical procedure; there was no patient involvement. 16 events had no health consequences or impact. 3 events had problem identified before clinical use/exposure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 139 events for the failure: overheating of device. - 119 events had problem identified during non-clinical procedure; there was no patient involvement. - 16 events had no health consequences or impact. - 2 events had problem identified before clinical use/exposure; there was no patient involvement. - 2 events had insufficient information.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99136., supplemental rationale corrected data: b5, h6, h11. 139 previously reported events were included in this follow-up record. Product return status, 132 devices were evaluated based on historical data analysis. 6 devices were received. 1 device investigation type has not yet been determined. Evaluation findings (results/components), 132 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 3 devices: no device problem found / part/component/sub-assembly term not applicable. 2 devices: maintenance problem identified, overheating problem identified / bearings. 1 device: lubrication problem identified, overheating problem identified / device ingredient or reagent. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition. 34 devices: product not received. 103 devices: scrapped by stryker. 1 device: scrapped by customer. 1 device: product disposition is not yet determined.